Manufacturer narrative:
H3 device evaluated by mfg ¿updated. H3 summary attached - updated. The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection the subject guidewire tip was noted to be broken/fractured 197cm from the proximal end (approx. 10cm distal section detached). The surface of the break was rough. The guidewire tip was noted to be kinked/bent approximately 1.5cm from the distal end. A functional inspection could not be performed due to the damage to the guidewire. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated the distal 10cm of the wire detached during removal of the guidewire from the catheter. The issue of guidewire tip fractured occurred inside the patient. Product analysis found the guidewire tip was broken/fractured 197cm from the proximal end (approx. 10cm distal section detached) and the guidewire tip was kinked/bent approximately 1.5cm from the distal end. The condition of the returned guidewire suggests that excessive torque and manipulation was applied to the device during the procedure which resulted in the observed damage. An assignable cause of procedural factors will be assigned to the reported and analyzed event of the guidewire distal tip broken/fractured during use and in addition to the as analyzed damage of the guidewire distal end/tip kinked/bent as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported during the procedure the subject guidewire tip detached inside the catheter during removal from the patient. The device was replaced and the procedure was completed successfully. There were no clinical consequences to the patient.

Event description:
It was reported during the procedure the subject guidewire tip detached inside the catheter during removal from the patient. The device was replaced and the procedure was completed successfully. There were no clinical consequences to the patient.